Event description:
It was reported that this was a closure using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle footplate failed close completely. The device was removed with the footplate partially closed. There was no resistance during removal and no vessel damage. The suture of a new prostyle device was successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.